Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances and a change of 600 ohms in pacing impedance measurements on this right ventricular (rv) lead following a mitral valve procedure. An x-ray did not identify a lead fracture. There was no evidence of noise and no change in threshold measurements. Another x-ray was performed and identified an under inserted lead into the device header. Surgical intervention was performed which resolved the issue. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.